Event description:
Baxter received a complaint from a facility involving the automix 3+3 compounder. According to the facility, the device delivered inaccurately. Final output was 168ml over the programmed amount. Unit is being swapped. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available.

Manufacturer narrative:
(B)(4) - a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008.

Manufacturer narrative:
(B)(4). Sample evaluation: the reported issue of an automix 3+3 compounder for which the customer reported "delivered 168ml over the programmed amount" was not confirmed or reproduced during service by baxter personnel. The root cause was undetermined. A service history review revealed that device has not been previously sent into service for the reported condition of "over delivery without alarm".